Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 31. On (B)(6) 2025, fracture of the implant was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.